Manufacturer narrative:
An event of an occcluder migrated into left ventricle and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Abbott also requested for intra-procedure imaging which was not provided by the field. Based on the information received, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 06 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) was performed intra procedure. The dimensions of left atrial appendage (laa) was orifice 20x20mm, landing zone 16x25mm and depth 28mm. During procedure, tug test was performed and recorded and close criteria was satisfied. The device compression was in the roman helmet shape. When the physician released the device, it got embolized. The physician was able to hold the device in left atrium (la ) but he lost the grasp and the device was migrated into left ventricle (lv). The physician tried multiple retrieval devices but attempts were unsuccessful. Final decision was made to sent the patient into the operation room and CT surgery team successfully removed the device. The physician mentioned the cause of embolization was device was not stable. The retrieval of the device was an emergency procedure. The patient remained hemodynamically stable thorough out the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) was performed intra procedure. During procedure, tug test was performed and recorded and close criteria was satisfied. When the physician released the device, it got embolized. The physician was able to hold the device in left atrium (la) but he lost the grasp and the device was migrated into left ventricle (lv). The physician tried multiple retrieval devices but attempts were unsuccessful. Final decision was made to sent the patient into the operation room and CT surgery team successfully removed the device. The patient remained hemodynamically stable thorough out the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.